Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the operation, the surgical teacher found that the signal could not be monitored and it could not be used normally. It could be used normally after replacing the endotracheal tube, so applied for replacement. The procedure was extended up to 20 minutes. There was no patient impact. Additional info received that the stimulus setting on the monitor, doesn't show 0. Just rely on the signal prompts on the screen.

Manufacturer narrative:
Product analysis: visually, there was no damage in the construction of the device. The wire harness was secured to the tube w ith a rubber band. Electrically, the resistance of each lead shall be between 1.7 and 3.7 ohms and the actual measurements were 245 ohms (blue), 22 ohms (blue with clear tubing), 19 ohms (red), and 170 ohms (red with clear tubing) which all electrodes were out of specification. Functionally, for further analysis, the device was connected to a nim system, and the electrode wire leads on the distal end of the device were submerged in a saline solution to perform functional testing. The device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while manipulating the shape of the tube or the wire harness. A review of the global complaint data showed no similar complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. Previous codes b21, c21, d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fdc has been updated. Previous code d02 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.